Event description:
Customer reported an overinfusion of saline solution on an flo-gard 6301. Customer reported that the pump was set in ER to administer 10 ml per hour from a 100 ml saline solution bag. Customer reported that infusion began and within 15 minutes the 100ml bag of saline solution was completely empty. Reporter had no information on any patient injury or intervention occurring.